Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit fails drive manifold test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h3,h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion, medical device ¿ problem code), h11. A getinge field service engineer (fse) did performance check and replaced the drive manifold. Performed installation of drive manifold as per service manual. Completed pm including all functional and safety tests as per manufacturer specifications. Returned unit to customer for clinical use. No patient involved was there, and no harm reported. Customer tried to return the part but the package was dropped off at a local fedex drop point and seems to have been lost after being dropped at that location. In case if we received the part for further evaluation will reopen the investigation and update it. Parent reference ID-(B)(4).

Event description:
N/a